Manufacturer narrative:
H3: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, high contact stress, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert and patella component. However, this cannot be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 2025330 204-04-45, tibial tray trapezoid, cemented ; 2232579 234-02-04, asymmetric femoral posterior stabilized, cemented sz 4 left ; 2228270 200-02-32, 3 peg patella, cemented 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 75 yo male patient, initial left knee implanted on (B)(6) 2012, underwent a revision procedure on (B)(6) 2023, approximately 11 years 9 months post the initial procedure. The patient was revised due to poly issues with flaking and delamination. They were revised to a 38mm patella and a sz4, 11mm tibial insert. The surgeon removed the fragments of polyethylene that were present in the knee joint. There was a 5¿15-minute surgical delay/prolongation during the procedure. The patient did not experience an adverse event as a result. Patient was last known to be in stable condition following the event. Images and x-rays were provided. No device returns available as they were discarded by the customer. No further information.